Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and 30 issues could not be verified; however, a usb port pin damaged issue was identified.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.